Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1412 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was removed as it was leaking at the site on flushing and ended up having an internal fracture."